Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed an unknown contamination on the rear panel, on two of the non-skid pads on the bottom enclosure, sd card cover and filter access flip door, front panel, and the top enclosure, observed an unknown gray dust like contamination was observed on the blower box, top enclosure, front panel, rear panel, and the bottom enclosure, plastic like particles were observed on the blower seal and the air inlet of the blower box. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were able to confirm the customer complaint of particles in air path. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal congestion. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.